Event description:
It was reported that the device would not detect a connection to a therapy cable. This failure would prevent the device from being used for defibrillation therapy, if necessary. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was determined that the cause of the reported failure was due to the therapy connector not being properly connected to the therapy pcb assembly. Physio reseated the internal cable connecting the therapy connector to the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.